Manufacturer narrative:
Device evaluation: the following was found during investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "system error 3fe", could be confirmed. The error code 3fe is shown after starting up the device. This is caused by a defective fan unable to work as designed. Because of this failure, the unit went into safe state during power up self test. The failure cannot be traced back to a manufacturing issue. Appropriate warnings for correct handling and product testing as well as information in case of a failure of the device are included in the corresponding instruction for use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 3fe occurred. System failure of device. No negative impact in state of health reported.